Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pc had encountered a problem and remote support services (rss) was offline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pc had encountered a problem and remote support services (rss) was offline. A field service engineer (fse) re-imaged the station software, reconfigured the station, and checked the drawers, smart remote manager, and doors for proper open and close functionality. All components were verified to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.